Event description:
Info received indicates the reverse trendelenburg function will not work.

Manufacturer narrative:
The technician found the engage and disengage trend switches were not working and a broken wire on the reverse trend latch. The technician replaced the trend switches and repaired the wire to repair the bed.